Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. Corrected fields: d10, e1 establishent name, e1 address, e3, g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope connector was found to be dirty. A definitive root cause for the e226 scope communication error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector deformation and damage resulting from repeated physical stress. A definitive root cause for the dirt event could not be identified. Based on the results of the investigation, the most likely cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a scope communication error code(e226). The issue occurred during service/maintenance. There was no patient involvement.